Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received cracked case at display window corner. Device received with cracked reservoir tube lip. Device received with cracked end cap.

Event description:
Customer reported via phone call that the back end of the device was coming apart during prime. Customer's blood glucose was unknown. Customer reported the drive support cap was pushing out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.